Manufacturer narrative:
The returned device was evaluated and the customer complaint was duplicated, the failure was isolated to a defective speaker. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event. (B)(6).

Event description:
The customer reported under periodical check by me, they confirmed that alarm sound can not be heard even change the alarm volume level but no help. No patient impact or consequences were reported.